Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy on (B)(6) 2015 and the patient was discharged home. Approximately, six months later the patient complained of "pain at the site" and the patient developed "density around the marker." Intervention was not required.